Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/25/2016 that on (B)(6) 2016 the patient experienced an adverse event. It was reported the patient was not feeling well, experiencing a hyperglycemic episode and a friend drove the patient to the hospital on (B)(6) 2016. The patient was hospitalized for high blood glucose (bg) of 600 mg/dl. There was giving IV fluids and insulin and was released from the hospital on the same day. Patient was not using the dexcom device at the time of this adverse event. At time of contact the patient was doing well. No additional event or patient information is available.